Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to the system auto-reducing. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of high impedance/autoreducing was confirmed. As received, one of the penta lead segments had kinks with all internal wires broken on the paddle end segment. The cause of the breakage is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.